Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "overinfusion" "syringe contents run in too quickly".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: n030004. Hours of operation: 42275 h. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files at (B)(6) 2022 were investigated. At (B)(6) 2022 08:34 am the rate was set to 1 ml/h. At 09:47 am a b.braun ops 50 ml were inserted. Then the infusion was started. At 11:53 the infusion was stopped by the hint "plunger malfunction". This hint identifies a problem inside the drive head unit. Then the syringe was taken out and inserted again and again (reason for that could not be clarified). It could be detected that the hint "plunger malfunction" was displayed again at 11:54 am. At 12:21 pm the infusion was started again. Then the infusion was started and stopped two times. The reason for that could not be clarified. At 12:22 pm the infusion was stopped for the last time. At 12:49 pm the device was set into the standby mode. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, the technical seal (49-02-020) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. Furthermore, liquid residues could be detected. In addition, no more anomalies could be found. 3.3 functional inspection: a functional test was performed. The device passed the self-test. An ops 50ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). Accuracy of set delivery rate should be (B)(4) according to iec/en (B)(4). 3.5 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. A broken claw mechanic could be detected (this external force damage is responsible for the hint "plunger malfunction" inside the history files. Furthermore, the ribbon cable that connects the operating unit with the mainboard shows pressure point. In addition, no more anomalies could be detected. 4. Judgment: 4.1 the complaint could not be confirmed. No flowrate deviation could be detected. The hint "plunger malfunction" is due to the broken claw mechanic inside the drive head unit. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.